Event description:
It was initially reported that the patient's implantable neurostimulator (ins) was "not working." Additional information obtained on (B)(6) 2012 indicated that the patient had no stimulation and a burning sensation at the ins pocket area following a car accident on (B)(6) 2012. Impedance measurements taken showed high values (>4000 ohms) on electrodes #4 and 7. The patient was currently programed using all electrodes. The program was changed using electrodes 1 & 2 and 1 &3 and the stimulation increase to 10.5 volts with still no sensation felt. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model 3487a lot #l76159 implanted: (B)(6) 2000 explanted: unk; lead model 3487a lot #l64741 implanted: (B)(6) 2000 explanted: unk; extension model 7495-51 serial #(B)(4) implanted: (B)(6) 2000 explanted: unk; extension model 7495-51 serial #(B)(4) implanted: (B)(6) 2000 explanted: unk; programmer model 7435 serial #(B)(4); programmer model 7435 serial #(B)(4).